Event description:
Reference number: (B)(4). Event occurred in unided kingdom. It was reported that the patient had experienced being asleep when the cannulas were knocked out. Event on (B)(6) 2026. The insertion location was the tummy. The length of time the infusion set had been inserted in the body was a couple of days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Initial and final MDR (B)(4)- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.